Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient had pain and pressure in their back. This event occurred following a strenuous activity or exercise. The patient reported their wife had medical issues and when they took them to the hospital they had to physically lift her. When they did that two weeks prior they felt something stretch. The symptoms were sudden onset. The patient was scheduled for x-rays on friday after the report. There was no stimulation sensation. The patient saw their healthcare provider (hcp) the day prior and noted that due to medical expenses for themselves and their wife the patient would like to just have the device removed as they continued assisting their wife and that may include lifting her as needed. The patient declined a website for a foundation. The stimulation was off and they were going to keep it off. The loss of effect was in (B)(6) 2015 and the no stimulation occurred (B)(6) 2015. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient received a letter and stated it was not yet resolved. It was unclear which event or if both events remained unresolved. The patient was going to see his healthcare provider (hcp) the next day. His hcp was going to give him some shots around the area of the device. The hcp told the patient if he takes the device out, he could die. If additional information is received a follow-up report will be sent.